Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer changed the set and blood glucose started went high. Customer treated high blood glucose with the insulin pump and declined troubleshooting for the same. If the issues continue then the customer call back for troubleshooting. The device will not be returned for analysis.